Event description:
On (B)(6) 2013 an unidentified issue occurred with the permanent cautery spatula instrument. The intuitive surgical representative indicated that there were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient. At this time there was no information on whether there was any physical damage to the instrument. No further clinical information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations on 03/05/2014. Failure analysis investigations noted the following: the instrument was returned to isi with no specified problem. The instrument ceramic sleeve was broken at the distal end of the instrument. There was a piece missing approximately 0.068 x 0.112. Failure analysis investigation concluded that the broken damage may be due to misuse/mishandling. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Isi contacted the reporter at the hospital on (B)(4) 2014 and the reporter confirmed that this instrument was inspected prior to surgery and it was decided not to use the instrument on the patient. Reporter thought she had returned the missing pieces with the instrument. The reported unidentified issue on (B)(6) 2013 does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the broken ceramic sleeve on the distal end of the instrument found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.